Manufacturer narrative:
We are waiting for additional info from distributor. We are unaware about pt injury.

Event description:
The laser system has the following problem: "the equipment is not giving power". No adverse effects to pt were reported.

Manufacturer narrative:
The problem was due to a component failure (optical). After the replacement, the laser system restarted to work correctly. We are unaware about patient injury.

Event description:
The laser system has the following problem: "the equipment is not giving power." No adverse effects to patient were reported.